Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Complaints text 05/13/2019 11:33:19 (B)(4) related (B)(4) complaints text 05/13/2019 11:28:47 (B)(4) initial notes: we called yesterday about my husbands pump. Had some no deliveries delivery alarms and a motor error and today just got motor error. Inquired what led up to the complaint. Customer response: caller stated they had motor error after getting insulin today. Had motor error and two no delivery alarms yesterday. Motor error/e70 t/s per (B)(4). Explained alarm and possible causes. Adv customer to d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports the drive support cap appears normal (slightly indented). Inquired if the pump has been exposed to high magnetic field. Found: none. Customer did not report an e70 alarm. Adv to remove res and inf from pump and ensure res and inf are not d/c. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Caller stated that there were two motor errors 5/12/2019 and one motor error on (B)(6) 2019. Adv the pump will need to be replaced. Adv to discontinue use of the pump. Recommended customer refer to back up plan, per hcp instructions. Explained the rpl policy. Customer's outcome pertaining to the complaint: replacement pump ship: replacement pump/return: pump.